Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's device showed high impedance on (B)(6) 2016 soon after generator replacement surgery occurred on (B)(6) 2016. The patient had exploratory surgery on (B)(6) 2016. The surgeon removed and reinserted the lead pin into the generator. System diagnostic tests were then performed, and impedance was within normal limits.